Event description:
Caller states that they were receiving an error on the device while the customer was feeling hypoglycemic. The customer subsequently passed out and had to be given juice to elevate her blood glucose. No medical treatment received. No strip info provided. Requested return of suspect system and replacement was sent.